Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 45 patient samples on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 147 mmol/l. The repeat result was 136 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the sample probe, adjusted the fluidics, adjusted a spring in the sample probe, adjusted the sipper nozzle tubing, and checked the rinse tubing, rinse nozzle springs, and wash stations. A precision test was performed successfully. The customer performed calibration and qc successfully.the investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.